Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the first report was incorrect, and that the patient had a routine pump check after the MRI. No infection or clogging had occurred. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported that the patient had a MRI for spinal pain. The hcp believed that the system was clogged or there was an infection. No further complications were reported.